Manufacturer narrative:
The received device had the cannula assembly deployed. It was confirmed that the pink slide moved forward, and the formed needle was fully retracted. Data downloaded from the device indicates the device ran for 783 pulses, delivered multiple boluses, and maintained a steady basal rate. Nothing was found that would indicate a needle mechanism failure has occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient¿s blood glucose reached 19.8 mmol/l (356.8 mg/dl) after wearing the pod between 4 and 24 hours on the hip/buttocks. Upon inspection it was noticed that the pink slide insert did not move forward indicating that there was a needle mechanism failure.